Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.

Event description:
It was reported that during a lobectomy procedure, the tissue was not stapled but knife moved at first firing. Completed case with handstitch. No pt consequences.